Event description:
While preparing an mca 200 dialyzer for a hemodialysis treatment, the healthcare professional reported the arterial header came off the dialyzer during prime. The dialyzer was not used; therefore no patient contact occurred.